Manufacturer narrative:
(B)(6). Please note that the name of the reporter was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device became hot and burnt the patient's skin. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. The patient's outcome post-surgical procedure was unavailable. It was not reported if there were any medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball-bearings were broken and torn off. Therefore, the reported condition was confirmed. It was determined that defective ball bearings generate heat. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.